Event description:
It was reported that the patient may need to undergo a revision surgery due to pain.

Manufacturer narrative:
Based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿there is a little radiolucency around the talar component, small cysts and irregular trabecular bone structure, therefore loosening is likely, there is no clear sign of migration.¿ based on the investigation, the root cause was attributed to the patient related issue. The failure was detected due to some radiolucency , small cysts and irregular trabecular bone structure around the talar component and hence loosening is confirmed, while no migration can be confirmed from the medical assessment by the hcp. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to pain.